Event description:
Boston scientific received information that this patient experienced chest pain and went to the clinic for a follow-up. During the visit, oversensing was noted resulting in pacing inhibition for greater than two seconds. No syncope was reported, however the patient experienced dizziness which was unrelated to the device. Electrograms were reviewed, which revealed t-wave oversensing and artifacts of intrinsic activity which were oversensed. Lead measurements do not suggest a fracture or insulation issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.